Event description:
Severe lower abdominal pain (second time). Went to emergency room (ER). Morphine did not help. Had inter-vaginal ultrasound which showed issues with coils and hematometra present in upper uterine cavity.